Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that a wire was protruding from his skin upon removal of applicator after sensor insertion. Pt pulled the wire out of skin. Pt noticed a lot of blood at the site of insertion but bleeding stopped very shortly after event. Pt also feels a small bump under his skin at the site of sensor insertion. Pt reports not experiencing any pain or discomfort at site of insertion. Pt did not require medical intervention. During his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Dexcom. Inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.